Event description:
The customer received a blood glucose reading of 209mg/dl on the breeze2 meter, re-tested on a different meter and the readings were 84, 92 and 102mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer could not provide the strip information but was advised to return the test strips for evaluation. Replacement test strips were sent to her.